Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised to address loosening of the tibial tray (26 months) and femoral component (38 months) after prior revision of tibial and insert for unknown reasons.

Manufacturer narrative:
Update: the device associated with this report remains implanted. No revision surgery has been reported. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The initial reporting stated no additional event information was available. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.